Manufacturer narrative:
The service provider provided the investigation report on 12/21/2020. The actual device was tested by the service provider on 12/08/2020. The device failed the flow rate testing. The flow rate deviation was out of the +/- 5% specification. The reported issue was confirmed. The device was repaired, calibrated and tested to meet full specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00053).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 12/01/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 12/01/2020 and reported that pump 906404 was infusing medication at the wrong speed. The distributor stated that "she had two pumps have this issue and one was infusing too fast and one was too slow. She does not remember which is which." The device operator was a registered nurse. Medication being infused was remicade. There was a patient involved. The patient was not harmed or injured.